Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received weak battery alarms. At the time of the event, her blood glucose was 395 mg/dl. She said that she already changed the battery in her pump. During troubleshooting for the weak battery alarm, it was explained to the customer that a weak battery alarm will occur prior to a failed battery test alarm or a low battery alert. She stated that she received a battery out limit alarm. During troubleshooting, she said that the pump alarmed after battery change and that it was alarming at the time of the call. She was advised that it was normal pump behavior. The customer said that she has not treated for her high blood glucose and declined troubleshooting. She also mentioned that she had a blank display and declined troubleshooting for that as well. The pump is not being returned for analysis.